Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4) on an e602 analyzer. This medwatch will cover ft4. Please refer to the medwatch with (B)(6) for information related to ft3. The sample was initially tested at the customer site on an e602 analyzer and the initial results were reported outside of the laboratory. The sample was then provided for investigation, where it was tested on an e170 analyzer and an e411 analyzer on (B)(6) 2016. Please refer to the attachment for all patient data. The patient was not adversely affected. The serial number of the e602 analyzer used at the customer site was asked for, but not provided. The e170 analyzer used for investigation was serial number (B)(4). The ft4 reagent lot number used on this analyzer was lot 188609, with an expiration date of october 2016. The e411 analyzer used for investigation was serial number (B)(4). The ft4 reagent lot number used on this analyzer was lot 188371, with an expiration date of september 2016.

Manufacturer narrative:
Further investigations of the patient sample have determined that it contains an interfering factor to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.